Event description:
The event is reported as: the staples do not close. No pt injury reported.

Manufacturer narrative:
Sample available, but has not been received in time for this report. Investigation is incomplete at time of this report. A f/u report will be sent when completed.